Manufacturer narrative:
Internal complaint reference: case-(B)(4). Adverse event report is being submitted due to customer seeking medical attention. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Note 1: manufacturer contacted customer in a follow-up call on 06-jan-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 10-jan-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for dead meter. At the time of the call the customer reported feeling weak and believed her blood glucose to be low. Medical attention was not needed at the time of the call. Customer stated about two weeks ago she had gone to the hospital because she had been feeling ill and was unable to obtain her results. The diagnosis had been high blood sugar. Customer did not provide any further information. Customer stated that the true metrix meter had stopped working before going to the hospital. Customer stated that she had discarded the true metrix meter and had purchased a different brand meter as she needs to test.